Manufacturer narrative:
The field service engineer (fse) replaced a syringe valve. Based on the data provided, maintenance is only performed yearly and some parts had not been replaced. The customer has not complained of any further issues since the service visit. The specific cause of the event could not be determined.

Manufacturer narrative:
The field service engineer replaced various parts and performed maintenance. This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable glucose result for one patient with the cobas 6000 c501 module and cobas c311. The result from the c311 was 94. The result from the c501 was 130. The unit of measure was not provided. The questionable result was not reported outside the laboratory. The reagent lot number and expiration date were requested but not provided.